Manufacturer narrative:
The patient was also the initial reporter. Personal information was not entered.

Event description:
The customer received a blood glucose reading of 94 on the contour next link 2.4, retested on the contour next one and the reading was 45mg/dl. The customer was feeling dizzy and weak, so took orange juice and 40 carbs. Medical attention was not needed. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the strips for evaluation. New meter and strips were sent to her.